Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition. (B)(6) technical services (ts) was consulted and advised further testing. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).